Event description:
The customer observed leaking at the detergent wash pump of the architect c16000 analyzer. It was observed that the tubing at the 1ml syringe was disconnected; it was reconnected and the 1ml syringe was replaced because it was noted to be leaking. No further issues were noted. There was no reported impact to patient management or user safety.

Manufacturer narrative:
Rcr # 3016438761-10/06/21-003-c. Further investigation determined this event was impacted by an issue identified in architect software versions 9.41 or earlier. A product correction letter was issued on 29-sep-2021 to all architect customer¿s notifying them of the issues in architect software versions 9.41 and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their system to architect software version 9.45 or 9.5.